Event description:
On (B)(6) 2011 coupling and/or communication issues were reported. A neurostimulator overdischarge was suspected. It had been 3 months since the last recharge. The patient's recharger displayed an error message which indicated the recharger experienced a loss of software. The patient was going to get a new recharger. On (B)(6) 2012 it was reported the recharger screen was unresponsive as software had been lost. Neurostimulator overdischarge was suspected. The last time stimulation was felt was 6 to 12 months prior. The last recharging session was 6 to 12 months prior. Patient compliance was indicated as the primary reason for overdischarge. It was noted that this was the first overdischarge. Additional information received reported the patient received a new recharger and was going to conduct a physician mode recharge. The patient performed three physician mode recharges with no success and wanted a new neurostimulator.

Manufacturer narrative:
Lead model 3777-60 lot# v545891014 implanted (B)(6) 2010 explanted unk; lead model 3777-60 lot# v545891012 implanted (B)(6) 2010 explanted unk; recharger model 37752 (B)(4); programmer model 37743 (B)(4); recharger model unknown serial# unknown.